Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time of the incident and was treated with food. The customer had lost the meter. The customer was having a low and in the confusion thought that they had put the meter in the car, but could not find it. The customer was experiencing low blood glucose for hour and a half. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer declined troubleshooting for low blood glucose. The device will be returned for analysis.